Event description:
It was reported that the patient was feeling palpitations. It was also noted that the right ventricular (rv) lead was oversensing. The device was reprogrammed and the sensitivity was increased. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead product ID: 4965, implanted: (B)(6) 2013; implantable pacing lead product ID: 4968, implanted: (B)(6) 2013. (B)(4).